Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-2014-05447 /-06571).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Additional information received reports that the revision on (B)(6) 2014 was to repair patient's abductors. It was further noted that the abductors tore as a result of an alleged fall. The abductors were repaired and the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of translucent synovial fluid, grayish brown synovium, retroverted acetabuler cup and tan discolored necrotic-appearing tendon. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor¿s cup and biomet head.